Manufacturer narrative:
(B)(4).

Event description:
It was reported the drug delivery system was removed due to wound dehiscence and exposed catheter. Conservative measures were not able to safely preserve the implant. (B)(6) infection was also reported. Flank incision was the hallway point for the externalization of the catheter passing. Medical staff thought it was preserved after a minor dehiscence after surgery but had quickly closed. It suddenly opened wide. Patient has been miserable with the lack of pain relief from it pump. A new system will be implanted in approximately six weeks. Drugs infused: prialt and dilaudid

Manufacturer narrative:
8709sc, s/n: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, 8578 l/n: n153694 implanted: (B)(6) 2009, explanted: (B)(6) 2012. (B)(4).